Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient account of experience: I felt an imbalance with pain in the leg where I was placed the prosthesis, after the pain a squeak has increased, I went to consult with the treating doctor and his diagnosis is that the prosthesis had a break in the polyethylene part, (that the piece came out wrong). Hospital report: hereby inform you that the patient underwent surgical treatment; the surgery was left hip total arthroplasty and was performed without complications. The prosthesis that was placed in this procedure was johnson's prosthesis, summit stem pinacle acetabulum, and corail.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot :the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: date of explantation of products initially reported: (B)(6) 2022. Patient mentions that they are j&j products but does not provide product data. Second revision surgery and implant change: (B)(6), 2022. They carried out replacement of the cup and insert, placed implants of another brand and a j&j ceramic head. The patient asked the doctor not to return the products (the patient has in his possession all the products withdrawn).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; visual examination of the device confirmed the reported allegation. A worn condition was observed on the edge of the acetabular cup, most likely caused by being in unintended direct contact with the head. Based on the observations and the visual examination of the involved poly liner, a disassociation event between the poly liner and the acetabular cup was able to be confirmed. It is reasonable to conclude that the direct articulation between the femoral head and acetabular cup could have resulted in an audible noise. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot; the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected h3.